Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the oxygenator leaked from the housing. Thirty ml blood loss. The product was changed out. The surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is completed and more information becomes available. (B)(4).